Event description:
It was reported that during the implant attempt, there was placement difficulty and the stylet could not be repositioned. It was also noted that during the procedure, the stylet could not be located. The lead was cut and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.